Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; the imagery shows calcification, tortuosity, and undersized vessels in the access vasculature. The minimum luminal diameter for the 14f esheath+ is 5.5mm. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for difficulty advancing through sheath was confirmed from imagery evaluation. No steep insertion angle was used; however, imagery evaluation shows the access vessels had calcification, tortuosity, and undersized regions. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, the 14f esheath+ split and there was a dissection at the common femoral access site. There was difficulty inserting the 26mm commander delivery system (ds) through the sheath. They did not insert the sheath dilator prior to pulling out the sheath. They ballooned the common femoral artery with a 6mmx100mm balloon and blood flow was restored. The perceived root cause of the dissection is due to the sheath being split. The valve was successfully implanted.

Manufacturer narrative:
The investigation is ongoing.